Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed a broken sample probe. Further evaluation found that the sample tube fingers in the tube position #2 were broken, which contributed to broken sample tube. The tube likely leaned to one side going to the outside of the tube causing error 2013 sample level detection error and then broke the probe. The customer was instructed to not use position #2 until they could return with a replacement. The instrument could run in other positions than #2. Fse returned to the site and installed position #2 turn table holder. Fse then adjusted theta axis for the cup and tube to probe. The customer ran biorad control lot 57491 for level 1 was 12.6 (range 7.3-16.81) and level 3 was 335.4 (range 314-382). The instrument was operating as expected. There was no further action required by fse. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7 error messages and flags under control related errors. States the following: error 2013- sample level detection error. The liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. Contact the service department. The most probable cause of the bent sample probe was the sample tube fingers in tube #2 were broken.

Event description:
A customer reported a bent sample probe on the aia-360 instrument. Field service engineering was dispatched which resulted in a delay of parathyroid hormone (pth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Device evaluation by manufacturer: the sample nozzle was received for evaluation on 12-jun-2018. Visual inspection was performed which revealed that the sample nozzle was broken in two pieces. The part could not be tested. The reported product problem was confirmed. (B)(4).